Event description:
Caller alleged imprecision with inratio meter. Results as follows - date: (B)(6) 2011, inratio: 4.0. Date: (B)(6) 2011, inratio: 1.4. Patient's therapeutic range: 3-4 inr. Patient had a nose bleed on (B)(6) 2011. She is already in discussion with her doctor about her therapeutic range being high because she experiences bleeding. Patient held her coumadin per physician's recommendation. Patient has been fluctuating since (B)(6).

Manufacturer narrative:
Investigation pending.